Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk for peritonitis due to a compromised immune system and dialysis techniques increasing the chance for microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that the patient¿s liberty cycler experienced patient line is blocked message occurred in drain 2 of 4. It was reported that the patient will revert to alternate treatment. Upon follow-up with the patient contact, it was reported that the patient could not drain that evening and went to the hospital the next day, (B)(6) 2020, with an "infection". It was unknown if the reported infection was peritonitis at the time of the call. Additional information was obtained through the patient¿s pd nurse. The patient was admitted to the hospital on (B)(6) 2020 with unknown symptoms/signs and diagnosed with peritonitis. The pd effluent culture results were not available. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose, frequency and duration unknown). The patient was scheduled to be discharged on (B)(6) 2020. The cause of the peritonitis is unknown. No further information was available.